Event description:
The target lesion was the proximal to distal right coronary artery (rca). The lesion was de novo. The vessel was neither calcified nor tortuous . There was 80% stenosis. While trying to deliver the cypher 2.5 x 28mm (lot i0306092) to the target lesion, it was inserted into sherpa nx al1.0 guide catheter. The unit was retrieved from the patient because there was friction within the guide catheter. The physician confirmed that the stent was flared at the proximal end. Therefore, the cypher was removed, and a different cypher was delivered and implanted in the patient. The procedure finished without complications. There was no reported patient injury.

Manufacturer narrative:
This device cjs 29250 (lot i0306092) is distributed outside the united states ; however it is similar to the united states product cxs 28250. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.